Event description:
A report was received that the pt is scheduled to have a pocket revision due to charging difficulty. The physician also feels that the pt's ipg had migrated and that her pocket may be superficial.